Manufacturer narrative:
Additional information: h11: the device was received for evaluation. A flow accuracy test was performed, and the results passed. During visual inspection of the syringe, cracks/potential structural integrity issues with the syringe barrel were observed which may lead to abnormal pressure profiles and leaks. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was not verified. The cause of the condition was the syringe having a crack or a scratch. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq syringe pump had backflow during fentanyl infusion. 50 ml syringe and clearlink system continu-flo solution set was used. The dose and concentration of fentanyl was 50mcg/ml typically infuses at 50-150mcg an hour. Two more large volume pumps were used for infusion of propofol and norepinephrine respectively. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.